Event description:
It was reported that they tried to start therapy on patient but the arctic sun device would prime and then therapy was stopped. The device alerting patient line open and air leak. The 4 pads were connected with 1 universal pad. They walked through stopped therapy, empty pads and disconnect. They reconnected holding nowhere near clear connectors and verified audible clicks. All lines were straight with no bends or kinks. The airflow was good to the back and the fluid delivery line was secured. They started the therapy and device primed then stopped and alerted air leak. The system diagnostics showed that the water flow rate was 0 l/m, inlet pressure was -0.2psi, circulation pump command was 100 percentage, hours were 4215 and pump hours were 3846. The nurse went to find another device to test pads on and possibly switch to new device. They suggested to sending the device to biomed. Per follow up information received via email on 30aug2023, the patient was a female and therapy was not completed. Mis did troubleshooting and advised the nurse to swap devices. The device was swapped. The original device was a loaner and since been returned for a replacement loaner. The biomed tech could not provide any more information regarding the patient. No additional information or sample is available at this time. An additional follow up is not required. Per sample evaluation results on 13sep2023, it was reported that the manifold transducer was also faulty leading to original reported issue. During cleaning cycles, the level sensor started to read full. The device went through the pm program.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed due to a faulty circulation pump. Circulation pump head was replaced. Manifold transducer was also faulty leading to original reported issue. During cleaning cycles, the level sensor started to read full. The device went through the pm program. Manifold transducer was replaced. Replaced mixing pump head. Replaced the heater sn (B)(6) with sn (B)(6). Replaced the drain valves and replaced both manifold o-rings on the manifold. Level sensor stated to read full took out and cleaned and reinstall level sensor without a issues. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they tried to start therapy on patient but the arctic sun device would prime and then therapy was stopped. The device alerting patient line open and air leak. The 4 pads are connected with 1 universal pad. They walked through stopped therapy, empty pads and disconnect. They reconnected holding nowhere near clear connectors and verified audible clicks. All lines straight with no bends or kinks. The airflow was good to the back and the fluid delivery line are secured. They started the therapy and device primed then stopped and alerted air leak. The system diagnostics are water flow rate are 0 l/m, inlet pressure are -0.2psi, circulation pump command are 100 percentage, hours are 4215, pump hours are 3846. The nurse was went to find another device to test pads on and possibly switch to new device. They suggested to sending the device to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.